Manufacturer narrative:
Date explanted: not applicable as the iol remains implanted in the patient's operative eye. The device was not returned for analysis as the iol was implanted and the delivery system was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Iol implanted, delivery system discarded.

Event description:
It was reported there was an issue with a defective plunger while implanting the intraocular lens (iol). The plunger was bent and lens delivery was skewed however, the lens was not damaged and was therefore left implanted in the patient's operative eye. There was no medical intervention and the delivery system was discarded. Through follow-up, it was learned that the cartridge tip of the delivery system was damaged. No further information is available.